Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an issue with recurring low/replace battery warnings with multiple batteries from different boxes. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple low and replace battery warnings, evidences of excessive battery usage. The battery compartment was intact and the pump passed a leak test. Using the returned battery cap, the pump powered up with the appropriate audible and vibratory features. All the buttons responded properly. A rewind/load/prime sequence was executed without incidences. The electrical current draws were out of specifications. The pump casing was opened and no internal moisture damages were found. Further evaluation revealed that a component on the printed circuit board malfunctioned and replacing the defective component returned the current draws to within specifications. Unrelated to the component issue, moisture contamination was found under the battery cap.